Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.''

Event description:
It was reported that 5-6 patients in the last couple of weeks had foley catheters which were not flowing (letting the urine out) even after checking for kinks or other problems. Stated that the first couple of patients were proning and a couple of patients had the urine back up so badly, they almost ended up on dialysis before identifying the catheter as the problem. Also stated that one of these patients did have dialysis but the physician felt they would have required it based on the conditions anyway. The physician replaced the catheter at each event.